Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the capacitor at location c 28 was burned out on an auxiliary printed circuit board assembly (aux pcba). There was no patient involvement.

Manufacturer narrative:
The service repair technician (srt) replaced the aux printed circuit board assembly (pcba). If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.